Event description:
Boston scientific received information that non-sustained ventricular tachycardia events resulted from oversensing of noise. Additionally, a drop in pacing impedance and amplitude measurements were observed, along with increased threshold measurements. Additional information was received that a revision procedure was performed and due to oversensing and increased pacing impedance measurements greater than 2,000 ohms, this rv lead was surgically abandoned. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.